Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the temperature sensing foley catheters were leaking and would not draining. The complainant had patient now and 2 happened yesterday. It was later reported that the foley in the same patient had to be changed for a third time for the same issue. It was later reported via complainant on (B)(6) 2020, the urine leaked out despite the balloon being inflated.

Event description:
It was reported that the temperature sensing foley catheters were leaking and would not drained. The complainant had patient now and 2 happened yesterday. As per the follow up information, the foley in the same patient had to be changed again for the third time for the same issue. Per follow up via complaint on (B)(6) 2020, 2 of the 5 were covid patients. The foley were saved however told to discard the temperature sensing foley and not sure about the any of the patient had catheter-associated urinary tract infections (cauti's). Per follow up via complainant on (B)(6) 2020, the urine leaked out despite the balloon being inflated.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to ¿bad fit with the connector". It was unknown whether the device had met specifications. The product used for the treatment, but it was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The labelling review was unable to review due to the product catalog number and lot number for this device was unknown. Therefore, bard was unable to determine the associated labeling to review. Corrections: d1, d2, g5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.